Event description:
The customer observed a (B)(6) architect hiv ag/ab combo assay result for one patient. This patient is known to be (B)(6) (physician confirmed) and generated a (B)(6), which was verified by subsequent testing. This patient is co-infected with (B)(6) and has been undergoing viral treatment. There is no further information available as to the patient's previous diagnosis or treatment, as this physician has taken over the practice of another physician and all that is recorded in the patient file is that the patient is (B)(6). There is no impact to patient management reported.

Manufacturer narrative:
A retained kit of architect hiv ag/ab combo reagent, list number 4j27-22, lot number 16417li00, was calibrated. To evaluate analytical sensitivity, sensitivity panels 1, 2 and (B)(6) go were tested in three replicates and the results were within the specifications (panels are internal measurement standards used to test product performance prior to lot release). In addition, reagent kit lot number 16417li00, was tested with two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016) to assess the clinical sensitivity of the current assay. For seroconversion panels 9013 and 9016 the reagent lot 16417li00 detected the same bleeds as (B)(6) as the data from the manufacturer. All generated data demonstrate that the performance of the architect hiv ag/ab combo reagent, list number 4j27-22, lot number 16417li00, is not compromised. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hiv ag/ab combo reagent assay package insert contains information to address the customer's current issue. Based on the current investigation, it was concluded that the architect hiv ag/ab combo reagent lot 16417li00 identified is performing acceptably. A product deficiency was not identified. Catalog#: 04j27-22.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list number 04j27-27 that has a similar product distributed in the us, list number 02p36. (B)(6).